Event description:
A journal article was reviewed which contained information regarding these leads. It was reported that the ventricular lead was fractured and the atrial lead had insulation failure. The ventricular and atrial leads were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: implantable cardiovascular defibrillator lead complications and laser extraction in children and young adults with congenital heart disease: implications for implantation and management. Journal of cardiovascular electrophysiology. 2003;14(4):344-349. An email was sent to the author requesting additional information; a response was received indicating that no further information is available. (B)(4).